Manufacturer narrative:
This report is based on information provided by philips biomedical equipment personnel and has been investigated by the philips complaint handling team. The evaluation and repair process included functional tests to ensure the device's energy delivery capabilities, as well as checks on the pacer and ECG functions to verify proper operation, all of which were integral to the assessment and repair conducted by the biomedical equipment team. Based on the available information and testing conducted, the cause of the reported problem was confirmed to be exposed wires on the rs-232 connector. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had exposed wires on the charging cable. There was no patient involvement.